Manufacturer narrative:
Additional information was received that the aware date was 28-mar-2017. The patient underwent an ipg replacement procedure due to the non-functional battery. It was also noted that the battery was not holding a charge. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.